Manufacturer narrative:
(B)(4). Approximate age of device- 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient is currently inpatient with elevated lactate dehydrogenase (ldh). The manufacturer¿s technical services representative reviewed the submitted log file and reported power and flow elevation on (B)(6) 2017 at 1:36:14 pm which is associated with a pulsitile index (pi) event was observed. Power and flow are trending upward with pi trending flat over time. No other unusual events noted. Additional information was requested, but was not provided.